Manufacturer narrative:
Product complaint # (B)(4). Batch # r5aa6r. Investigation summary: one photo was provided; the photo shows an open jaws of a device with a white reload loaded. The reload appears to be fully fired as all the drivers can be seen up. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: difficult to close, manual switch issue, would not open, malformed staple. The analysis results found that one ec60a device was returned with a trocar inserted on the jaws, with the anvil bent upwards and with a gst60w cartridge loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: this file was reviewed by a cross functional team during the weekly ae review and the following additional information was requested: what were the indications for surgery? Unk. What anatomical structure was device being fired on? Spleen pedicle. Were any calcifications noticed in vessel? Na. Did the user fire the device with one or two hands? Unk. Were any clips used in the vicinity? No. How many firing strokes were able to be completed? 3 strokes were completed, the last stoke to return blade failed. How was the device eventually removed? Yes. What is the surgeon¿s experience with device? Experienced. Where in the cartridge firing were the malformed staples? Unk . What is the current patient status? Stable and left from hospital.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. What were the indications for surgery? What anatomical structure was device being fired on? Were any calcifications noticed in vessel? Did the user fire the device with one or two hands? Were any clips used in the vicinity? How many firing strokes were able to be completed? How was the device eventually removed? What is the surgeon¿s experience with device? Where in the cartridge firing were the malformed staples? What is the current patient status?

Event description:
It was reported that during the laparoscopic splenectomy, when severing the splenic pedicle, it was difficult to close the jaw. After closed, and fired, the blade could not be returned (could not pull down the knife reverse button). Changed to open surgery, pulled down the knife reverse button with big force, the jaw was opened a little. The blade did not return to the home position and noted the staples malformed. Another device was used to complete the surgery.